Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that alert 1 (patient line open) showed on arctic sun device and had low flow. In evaluation findings they performed regular functional test as per service manual verifying the problem reported by customer. As the problem was related with a leakage (according to error message). They tried to find the leakage without any good results and tried to calibrate with ctu obtaining error 2 (low flow). Since no -7psi could be reached they replaced the main manifold but it did not solve the problem so they reinstall the original manifold. After that they replaced the circulation pump and -7psi could reached. They calibrated the unit and performed the functional test.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The device was evaluated upon receipt. Tried to find leakage without any good results and tried to calibrate with ctu obtaining error 2. Since no -7 psi could be reached, replaced the main manifold but it didn't solve the problem. Reinstalled the original manifold. Replaced the circulation pump and -7 could be reached. The circulation pump was replaced. Calibrated the unit and performed the functional test. Device passed all testing after repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that alert 1 (patient line open) showed on arctic sun device and had low flow. In evaluation findings they performed regular functional test as per service manual verifying the problem reported by customer. As the problem was related with a leakage (according to error message). They tried to find the leakage without any good results and tried to calibrate with ctu obtaining error 2 (low flow). Since no -7psi could be reached they replaced the main manifold but it did not solve the problem so they reinstall the original manifold. After that they replaced the circulation pump and -7psi could reached. They calibrated the unit and performed the functional test.